Manufacturer narrative:
The device has not yet been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro would not properly fit down the tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.